Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 032095h, 960355h, 952625h, and 031055h. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of proposal, at an unspecified rate, via a symbiq pump. After an unspecified length of time in use, the nurse noted a leak of solution and an unspecified volume of blood loss. It was reported that the tubing separated from the distal clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.